Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act and up arrow keypad button is not responsive. The customer also indicated that three weeks ago, she had a problem with two batteries. The customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the battery cap would be replaced and to return the product for analysis. No further information was provided.